Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on 28-aug-2024. The blockage was located at the tubing. The issue of blockage led to an increase in blood glucose level, which was treated with correction bolus via pump. No further information available.